Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing a drain, the thread of the suture broke while tying off the drains. A new suture was used to complete the procedure. There was no patient injury.